Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2014 with a blood glucose level of 30 mg/dl. Customer had a low blood glucose level and a seizure. Customer felt that they had a bad meter reading. At 10pm, the customer was hungry but did not eat because their blood glucose level was a little high. Customer decided to wait until morning. Customer believes they had a bad meter reading. By the time the customer arrived at the hospital, they felt fine and the customer's blood glucose level was at 280 mg/dl. Customer was seen and released within an hour. Customer declined troubleshooting. Customer also had a couple of no delivery alarms. No further assistance needed.